Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, also alleged for over delivery anomaly, difference between blood glucose and sensor glucose values, received calibration not accepted alert and no longer confident in using the transmitter resulted in multiple low blood glucose alerts. The customer reported blood glucose value of 30 mg/dl. The customer had an emergency service dispatched and treated by drill into the femur to get the glucose in the system. Symptoms witnessed at the time of admission: loss of consciousness. The event involved products mmt-1884, mmt-7040ma, mmt-396a and mmt-332a. Troubleshooting was performed for low blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for difference between blood glucose and sensor glucose values. The customer blood glucose was 50 mg/dl and sensor glucose value was 72 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 22 mg/dl. Troubleshooting was performed for sensor alert. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. Mmt-7040ma was requested and customer response was the device will be returned. Mmt-396a was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 3 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Delivery anomaly-possible over delivery not confirmed. The pump properly paired with the guardian link 4 transmitter. No pump/transmitter anomaly or unexpected sensor type alerts/alarms noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(6), related svn (B)(6) and related svn (B)(6), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event dates (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(6), related svn (B)(6) and related svn (B)(6), perform the history review on (B)(6) 2026 in the pump history file and found 2 lost sensor alerts on (B)(6) 2026, 1 lost sensor alert on (B)(6) 2026, 1 lost sensor alert on (B)(6) 2026, 2 lost sensor alerts on (B)(6) 2026, 1 sensor error alert on (B)(6) 2026, 2 stuckkeyalarm (61) on (B)(6) 2026, 1 lost sensor alert on (B)(6) 2026, 1 lost sensor alert on (B)(6) 2026, 1 lowbatteryalert (104) on (B)(6) 2026 21:38:00.000, 2 lost sensor alerts on (B)(6) 2026 and 1 stuckkeyalarm (61) on (B)(6) 2026. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 10:42:57 pm. There was no power data available for the date of (B)(6) 2026. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 4 transmitter. No lost sensor alert or sensor error alert noted. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. Pump/transmitter anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.